Event description:
The customer reported that the 840 ventilator had a blank screen. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and suggested the graphical user interface (gui) pcb be replaced. Covidien was not authorized to svc the device.